Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons became unresponsive after the patient went swimming today. The battery was removed and re-inserted but the keypad remained unresponsive. The patient's blood glucose is 350mg/dl with no symptoms. The pump is worn in a pocket in a protective skin. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The up arrow keypad button was intermittently responsive during testing. The down arrow, contrast, and ok keypad buttons were responsive. During investigation, evidence of contamination was found under the contrast and up arrow keypad contacts. All keypad buttons had normal spring back or click. Unrelated to the complaint, evaluation revealed a case seal leak and moisture throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.